Manufacturer narrative:
Device analysis report attached. This report is submitted on january 02, 2024.

Manufacturer narrative:
This report is submitted on november 20, 2019.

Event description:
Per the surgeon, the patient experienced a breakdown of the skin flap and skin necrosis. The device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.